Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited auto mode switches due to far field r-wave oversensing. The device was successfully reprogrammed. The patient was in stable condition.